Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was unknown. The customer stated that the device might have been exposed to rain whenever the walk out during the rain. Troubleshooting was performed and the insulin pump passed the self test. The customer stated that the it looked like the spring was in but the customer was unsure if it was up or down. New battery was inserted into the device, and at first the display did not return, but after removing the battery and resting the device for 10 minutes and cleaning the battery cap contacts, the display returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).